Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/28/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values the same day the sensor was inserted in the abdomen. The patient experienced diaphoresis and abdominal pain. The cgm reading was low, and the blood glucose reading was 543 mg/dl. Per follow up call by technical support on 07/28/2023, the patient called 911 and was treated by paramedics with IV fluid. She was diagnosed with diabetic ketoacidosis, was hospitalized, and treated with insulin shots. The patient does not recall what type they were, and the amount given. The patient was discharged on (B)(6)2023. At the time of the follow up, the patient was feeling fine after the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced diaphoresis and abdominal pain. The cgm reading was reading high and the blood glucose reading was 543 mg/dl. The patient called 911 and was transported to the emergency room and later patient was diagnosed with diabetic ketoacidosis. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.